Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed that seal was missing and sample in fair condition. During functional testing, the reported complaint was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. At least one among the three process tests failed. Root cause was found to be the device was out of mechanical specification. Replaced expulsor.

Event description:
It was reported that the device was under infusing. No patient injury was reported.